Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D6a: implant date was approximately 11 years ago. D10: unk glenoid cat#unk lot#unk, unk central screw cat#unk lot#unk, unk peripheral screw cat#unk lot#unk, unk peripheral screw cat#unk lot#unk, unk peripheral screw cat#unk lot#unk, unk peripheral screw cat#unk lot#unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 11 years post implantation due to massive bone loss on the glenoid side. Spacers were placed during the revision and the patient is being considered for a custom implant at an unknown date in the near future. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.